Manufacturer narrative:
Device manufacture date was added the device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Sample analysis could not be performed because no photo or sample was available for evaluation. A walk through was performed of the manufacturing process. Process and controls were found properly followed. A corrective and preventative action has been opened to further investigate this issue. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the ng tube was placed on (B)(6) 2023. An x-ray on (B)(6) 2023 showed a discontinuous tube. The tube broke apart on (B)(6) 2023 leaving an 8cm section remaining in the child's body. Additional information received stated the section remaining in the child's body was removed surgically.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.